Manufacturer narrative:
(B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 17, 2014. No anomalies were detected during device history record review. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient encountered an issue with a disc prostheses (prodisc). Specifically, there was dislocation of the prosthesis noted, which resulted in the devices being explanted on an unknown date. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
The finished device was manufactured and labeled prior to the compliance date established by the FDA for unique device identification (UDI). DHR review for updated lot number ¿ manufacturing location: (B)(6). Manufacturing date: (B)(6) 2014. Expiry date: (B)(6) 2019. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: the pe inlay has been heated up to 134°c during the decontamination in the hospital. At a temperature of 134°c the material of the pe inlay will deform and therefore, the measurements cannot be taken anymore for investigation. The pe-inlay is produced by our vendor (B)(4) out of batch number aa2879. This batch has been used for our production lot # 8796276 and documented on our production order. (B)(4) has measured and documented the critical measurements. All values are inside our specification. Therefore it is likely that the delivered prodisc-l pe-inlay had no failure. No manufacturing related issue was identified or confirmed, therefore review to the specific "prm" and "prm line" is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.